Event description:
It was reported by customer biomed while the v60 ventilator was being set-up for use the following alarm was present on screen 1104 backup alarm failed. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. The customer called philips technical support for further troubleshooting. The remote service engineer (rse) evaluated per service manual and advised the customer to replace the central processing unit (cpu) printed circuit board (pcb). The unit has 2.30 software installed. The rse apprised biomed the cpu version 2.30 is on backorder, and suggested cpu version 2.10 as an alternate. 2.30 software can be installed when it becomes available. Biomed will order the part and the repair would take place at the customer facility. Rse advised the customer to reach out to philips technical support for further assistance, if needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.